Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that she received an 04 (occlusion) alarm on her infusion device. She changed her infusion site and then noticed that her blood glucose began to elevate. She reported that she believes that her infusion device is not delivering enough insulin. She stated that her blood glucose readings have been as high as 300-600 mg/dl recently. She stated that in 2007 her blood glucose began to rise and then on the following day, she was vomiting, weak and hurting. She went to her physician where she was dehydrated. She was given 2 liters of fluids and 50 units of humalog by injection over a 2 hour period. She stated that this reduced her blood glucose but not to her normal range (100-160 mg/dl). The patient reported that her piston rod was 5-6 years old. The patient was educated on the proper length of time to use the piston rod. She was sent a replacement piston rod. No product will be returned.